Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.

Event description:
The customer reported that the system would not boot up. There is no report o injury or death associated with the event described in this complaint.